Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6. The cmp was confirmed. Visual examination of the returned product identified that the ball bearing was missing, consistent with disassembly; the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history review is not required as this failure mode for the reported product was previously investigated as part of that resulted in a change to the design. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. This device is confirmed to have been a part of the CAPA investigation. Field action were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that tasp was missing a ball bearing. This was found in sterile processing, not during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.